Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that a fault computer probably caused the reported event. The computer was replaced, and issue was resolved. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the device became unresponsive. The surgeon was unable to move the mouse or toggle commands on the screen or keyboard. The device was restarted and then worked correctly.

Manufacturer narrative:
Representative reported that after securing the loose cable inside the case, the issue has not reoccurred. A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The computer was returned to the manufacturer for analysis. Analysis found that the initial boot and navigation of application was normal. No unresponsiveness and re-starts were observed during testing. No fault found.

Manufacturer narrative:
Patient demographics provided. Medtronic received information that there was a reported delay to the procedure of ten minutes due to this issue.

Manufacturer narrative:
Patient information provided. Device serial number provided. If information is provided in the future, a supplemental report will be issued.